Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there was a "crackling sound" when pressing the keypad on the 8015 pcu faceplate. There is a concern that if there is keypad lift it may cause fluid ingress. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "employee found a few pcus where the areas around the ¿.¿ and ¿cancel¿ buttons were not fully adhered to the device."

Event description:
It was reported by the customer that there was a "crackling sound" when pressing the keypad on the 8015 pcu faceplate. There is a concern that if there is keypad lift it may cause fluid ingress. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "employee found a few pcus where the areas around the ¿.¿ and ¿cancel¿ buttons were not fully adhered to the device."

Manufacturer narrative:
Omit: b21,type of investigation not yet determined, c21, results pending completion of investigation, d16, conclusion not yet available. Correction: other occupation. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the suspect pcu, that there was a crackling sound when pressing the keypad, was not confirmed; and was not replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Testing performed on the suspect pcu observed the device to passed the alaris system keypad test. A test infusion was performed 24 hours. The infusion was completed successfully with no irregularities observed, and no errors displayed. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated. The profile in use was identified as ¿adult¿. On (B)(6) 2025, at 4:56 pm, a guardrails IV fluids bolus ivf infusion was programmed at a rate of 999ml/h with a volume to be infused (vtbi) of 250ml. Between 4:57 pm and 5:03 pm, the pump module alarmed ¿occluded patient side¿. Each time the device alarmed; the user pressed the restart button. This happened a total of nine (9) times during that period. At 5:17 pm, the infusion was completed on schedule and transitioned to keep vein open (kvo), primary volume infused (pvi) of 822.104ml. The user pressed channel off. The alaris¿ system with guardrails user manual v12.3.1, in the section warnings, notes: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Note to repair center: the suspect pcu was disassembled, please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported crackling sound when pressing the keypad, was not determined or replicated. Laboratory testing showed that the pcu was operating within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.